Event description:
It was reported that the patient underwent prophylactic vns generator replacement surgery. During attempts for product return, it was revealed that the explanted generator had been discarded after the surgery.

Event description:
It was reported that the patient presented to the clinic with an increase in seizures. The patient's vns was interrogated and found to be at an near end of service, or neos, condition. The patient was referred for replacement surgery. Follow up by the company representative revealed that the physician believed the increase in seizures was related to the neos condition. No diagnostics were available. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.